Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 50 mg/dl range at the time of the incident. The customer was at 132 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer states the pump delivers even when they are low and does not suspend. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.